Event description:
The user reported that the hose burst while attached to a saw. The user reported that there was a loud "pop" and "pieces of the hose" flew off. There was no visible debris in the surgical site or field but the user irrigated the surgical site. The hose was replaced without delay and the saw was tested and used. There were no further problems.